Event description:
It was reported that the customer had an issue with a button error alarm on the insulin pump. Customer's blood glucose level was 337 mg/dl. Customer's mother stated that they received a max fill as the customer was trying to fill the reservoir and when the customer pressed the act button, it took him to main menu where it remained frozen. Customer's mother also stated that the esc button and the up and down arrow buttons were unresponsive. Customer treated his blood glucose level with a manual injection. Customer's mother agreed to do troubleshooting for customer's high blood glucose level, but customer had already left for work. Customer was advised to call back if issues persist. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The insulin pump was received with minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.